Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead thresholds were variable and right ventricular (rv) lead thresholds slightly increased. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.